Event description:
It was reported that during an unknown procedure, the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any further information about why the surgeon was not happy with the device? Do you know how the procedure was completed? The device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 9 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However, during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.